Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose dropped to 22 mg/dl before lunch. The patient stated that her glucose meter was reading higher than it should. The patient also noted that she had a few more hypoglycemic episodes lately. She normally treated her low blood glucose with sips of coke and some food. The insulin pump was not returned for analysis.